Event description:
The issue involves the pharmnet med manager application used within the milennium pharmnet system. The issue occurs when the stop/date time is not correctly updated in the database following a "modify" action performed by the user. This action will cause the stop date/time field to be blank. On the printed medication administration record, (mar), the orginal stop date/time continues to display. Affected orders will stop displaying on printed mar's once the stop date/time has passed. On the fill batch reports the original stop date/time continues to display. The order stops qualifying for fill batch once the stop date/time has passed. For pt medication profiles, the original stop date/time continues to display. Orders based on the original stop date/time continue to qualify eventhough the stop date/time is blanked. The reporting client reported no adverse pt events occurred at their site as a result of the device failure.